Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was producing a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, service code) was confirmed. Upon investigation, the belt connector was broken free from the monitor case, causing belt communication errors and resets. In addition the j1001 connector was partially seated on the ca board. The root cause for the broken belt connector was unable to be positively determined but was likely physical abuse. No adverse event resulted from damaged monitor. The pt rec'd a replacement monitor.